Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead. (B)(4).

Event description:
It was reported that a lead had moved and a paddle lead was implanted on (B)(6) 2010. Additional information has been requested but was not available as of the date of this report.